Manufacturer narrative:
The device lot number was not reported. The device will not be returned for analysis as it was implanted; therefore, the event cause could not be determined. Off-label use: the pipeline device was used to treat an internal carotid artery dissection and pseudoaneurysm with significant flow-limiting stenosis. Per pipeline instruction for use: the pipeline¿ embolization device (ped) is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Procedural event for the same patient from this article was reported in MDR MFR: 2029214-2015-05155.

Event description:
Medtronic received information from literature review that a patient experienced delayed collapse of a pipeline three months post procedure. The patient was treated for an internal carotid artery dissection and pseudoaneurysm with significant flow-limiting stenosis. Due to this log segment dissection and pseudoaneurysm, the patient was treated with 2 pipeline embolization devices and 2 carotid stents to treat iatrogenic dissection. At 3 months post-operation, a cerebral angiogram demonstrated that one of his pipeline stents in the posterior cavernous segment had collapsed at its central portion. The patient remained asymptomatic.the ped that had the focal collapse was in an immobile segment (the cavernous portion) and the more proximal stents were in a more mobile cervical segment. Flow was preserved around the outside of the collapsed device. The physician performed 4 rounds of balloon angioplasty with modest, but not complete, re-expansion of the stent. The patient has been doing well in the postoperative period with no complications. The authors provided two explanations to this event including (1) the ped in the immobile segment was stretched by mechanical forces applied by the overlapping stents in the more mobile segments; and (2) initial difficulty with deployment of the stent in the cavernous portion. Citation: vega ra, brzezicki g, reavey-cantwell jf, et al. Delayed collapse of a pipeline embolization device. Neurosurgery. 2015 sep 29.

Manufacturer narrative:
(B)(4): the lot number of the device was received. The lot history records of the device have been reviewed and no quality issues were noted.